Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during microwave ablation of liver, the tip of the probe stayed inside of the liver after two 10 minutes of ablation which it charred itself into position and when it was taken out, there was saline solution coming out of an open tip. CT scan was done.

Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during ablation of liver, the tip of the probe stayed inside of the liver after 10 minutes of ablation and when it was taken out, there was saline solution coming out of an open tip. Computed tomography (CT) scan was done.